Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The handle movement is within tolerance. However, the unit was received without 6in transitional, and the evaluation showed that the 6in transitional was replaced with a new unit. The thread on the adjustment wrench, shock cushion, and 1/4 pin was worn. The unit needs repair, and replacement of worn/missing parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock down handle on mayfield ultra base unit (a2101) wiggles too much. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.